Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported that during patient ivtm therapy set-up, the thermogard xp ivtm system (serial # (B)(4)) won't power on. The customer switched to a different thermogard system to continue therapy. No patient involvement.